Event description:
Customer reportedly obtained results of 398mg/dl, 142mg/dl, 93mg/dl, and 125mg/dl on the compact plus system within 10 minutes. No action taken on device results. No adverse event reported. Requested return of suspect system, and replacement was sent.